Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneously high ise (ion selective electrolyte) and lact (lactic acid) patient result generated on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide patient demographics nor data for review.